Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 244 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Recommendation was made by tandem's technical support for the customer to load a new cartridge.